Event description:
On (B)(6) 2013 at approximately 1700 two rns attended the pt for the purpose of transferring the pt to the total support bed. The golvo left was utilized to facilitate the transfer of the pt to the total support bed. During the transfer the pt was observed to slide from the golvo sling and onto the floor. Through investigation, physical exam of the golvo lift involved in this incident the rca team determined that a clip on the lift bar was not functioning as intended and could have been a contributory factor in the sling being dislodged from the sling bar while there was a slack on the lift sling. The clip is designed to prevent the sling from slipping from its correct position before the pt's weight is applied to the lift equipment.